Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. An electrogram (egm) was performed and the results were normal. Electromagnetic interference (emi) was discussed as a possible cause as well as the possibility of lead damage. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.